Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter separated from hub. The following information was provided by the initial reporter: 1st complaint: IV came apart during removal leaving catheter inside patient. Was able to remove the cath without injuring the patient. No adverse events on both patients. (B)(6) 2024 date of events : wednesday 09/25. Did the incident required any x-ray/scan or any medical intervention required for the removal of catheter from the patient. No.

Manufacturer narrative:
Initial reporter information updated in e tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3284649. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.